Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that forceps could not be inserted smoothly due to damage on the channel tube and the forceps elevator did not smoothly due to deformation of the forceps elevator wire. The grip and universal cord had a scratch. The forceps elevator knob was deformed and the cover of the light guide bundle was damaged. The control unit, scope connector and electrical connector had corrosion due to water leakage and the light guide lens had a crack. The connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera duodenovideoscope albaran lever did not work properly and the bowden cable on the big wheel was defective. Inspection and testing of the returned device found that the air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The foreign material could not be identified. Therefore, a root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. Evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.